Event description:
It was reported the patient is having to recharge their stimulation device every day for 2 - 2 1/2 hours. The patient believes the battery is defective and that it is not holding a charge. The device is set at 7.5 volts with 24 hour/day usage. Follow up confirmed the patient's device is depleting with approximately 48 hours. The patient remains in good condition with the current plan of using the device conservatively.